Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of waking up with high blood glucose of 600 mg/dl due to insulin pump shutting off. Customer also reported physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer declined failed battery test and off no power troubleshooting. Insulin pump would be replaced.